Manufacturer narrative:
(B)(4). Unknown, only event day and year known. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the leak occur intra-operatively during the initial procedure or was the leak post-op? Was the drain placed during the initial procedure or was it placed post-operatively? Was the placement of the drain trans-abdominal or trans-anal? Were there any difficulties with the device during the initial procedure? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post op to a sigmoid colectomy leak procedure the patient presented with a leak. The surgeon managed it with a drain and sent him home without taking him back to surgery.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: did the leak occur intra-operatively during the initial procedure or was the leak post-op? Leak was post op. Intraoperative leak test negative. Was the drain placed during the initial procedure or was it placed post-operatively? Postoperatively. Was the placement of the drain trans-abdominal or trans-anal? Transabdominal were there any difficulties with the device during the initial procedure? No. What is the current patient status? Doing well. Drain out.